Event description:
It was observed during device evaluation, that the gastrointestinal videoscope displayed an e227 scope communication error message and the light guide lens had corrosion. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e227 error message was corrosion on the terminal of the electrical connector. The most likely cause of the corroded lens was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.